Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: during investigation, the pump powered on to an unresponsive keypad. The keypad rubber was undamaged and removed to find no contamination or damage to the keypad contacts. Moisture was observed on the display lens inside the pump. The pump cover was removed and further moisture corrosion was found on the printed circuit board on the continuous glucose module, the display screen, and on the keypad flex connector.